Manufacturer narrative:
Sample available. However based on the customer stating the product was in use for 1 year and 5 days, our IFU states this product should not be used longer than 30 days as the product can become deformed or discolored. The customer has been provided the IFU and instructed on the proper use of the device.

Manufacturer narrative:
Initial emdr submission: sample is available, ups shipping labels provided to customer to have the sample returned. Currently awaiting for the sample. Once the investigation is complete a follow up submission will be filed.

Event description:
We have begun to investigate all our patients with this adapter and o2 with sleep equipment to visually inspect all equipment. We have since found 2 more patients and incidence of melted adapters.